Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the kit, the jaw on the vasoview hemopro 2 was lifted and separated from the boot. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product was never used on a patient.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. A visual inspection determined that the single-hook hot jaw heater wire was detached, bent and twisted slightly. The deformity observed is consistent with the type of damage seen from improper insertion and/or retraction through the cannula. Based upon the received condition of the device, the reported complaint was confirmed. The user is cautioned in the "warnings and precautions" section, item 23 of the instructions for use (IFU) "when inserting or retracting the harvesting tool through the harvesting cannula, close the jaws and ensure the jaw tips are oriented upward (concave side up) to prevent damage to the jaws." This failure mode has been investigated in our CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).